Event description:
It was reported that during a laparoscopic cholecystectomy the dr skeletonized the cystic artery and the cystic duct. He then attempted to clip the cystic duct by applying two clips to the pt side. He then transected between the two sides. At that point on and malformed. He then removed the clip and reapplied another. Pictures were taken of the malformed clip. Case was finished without any incident. There was no pt consequence. One device will be returned.